Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2015 product type lead. Product ID 977a260 serial# (B)(4) implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the healthcare professional (hcp) put the leads in wrong the first time so they had to do a revision. The leads were implanted too close to the surface of the skin and when the patient turned stimulation on it felt like it was burning his skin. The patient had the revision and the leads were now deep enough but he still had no therapeutic benefit. The patient never had therapeutic benefit. The patient met with manufacturer representatives (reps) two or three times for reprogramming but still didn¿t really have therapeutic benefit, though it was hitting the right spot. The last time the patient met with a rep he told the patient that two of the electrodes on the leads were broken. The patient was told that the leads were backwards and upside down. It was noted that the patient had no falls or trauma. The patient planned to have the device explanted. The patient was redirected to follow-up with the hcp to discuss symptoms. It was noted that the patient met with a rep in (B)(6)2016. It was also noted that the patient may discuss with his managing hcp to find another surgeon to remove the device. Refer to MFR reports #6000153-2016-00591 and #6000153-2016-00592 for reports of this event for two of the patient's leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.